Event description:
Active valve on the detachable sheath would not tighten, causing unnecessary bleeding, and the inability to inject contrast. Valve would only turn 2 clicks. Patient outcome: "sheath was replaced with a gore dry seal."

Event description:
Active valve on the detachable sheath would not tighten, causing unnecessary bleeding, and the inability to inject contrast. Valve would only turn 2 clicks. Patient outcome - "sheath was replaced with a gore dry seal."